Manufacturer narrative:
Final analysis found external abrasion at 26.0 cm to 26.1 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the asymptomatic patient presented for scheduled right ventricular lead revision. It was noted the lead exhibited chronic noise. The lead was explanted. During procedure, the pulse generator set screw for the atrial seemed stripped and the right atrial lead was stuck. The whole system was explanted and replaced successfully. The patient was in stable condition throughout the event.